Manufacturer narrative:
(B)(4). Baxter received one device for evaluation. Upon receipt, the luer was noted to have been damaged/broken off. However, the luer was not returned with the device for evaluation. Since the blue winged cap was connected on the luer, therefore, the cause of the missing blue winged cap was due to the broken off luer. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 250 was missing the blue winged luer cap. This was observed before use. There is no patient involvement. No additional information is available.